Event description:
It was reported that the customer went to the emergency room (ER)with a blood glucose level of 500 mg/dl. Cause was unknown. There was no reported injury, ketone presence, or permanent damage, and the issue was resolved following treatment with intravenous fluids of saline and insulin. Customer was released from the ER the same day. System check with tandem technical support confirmed the pump was functioning as intended, however it was found that the customer was using their infusion set beyond labeling. Customer was educated by tandem technical support on proper usage.